Event description:
Dressing wasn't compressed and no alarm sounding.

Manufacturer narrative:
.

Event description:
District nurses arrived to change dressing, noticed dressing wasn't compressed and no alarm sounding.